Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump did not turn even after trying with different batteries and the pump was exposed to moisture and fluid found under the display. It was also found a small crack on the back of the insulin pump troubleshooting was performed and found that the customer did not hear fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received pump error 63 during boot up. Pump received with an unresponsive keypad at the down key, enter key, up key, and return key. No blank display noted during testing. Pump was cut open for swapping case to download history files and traces using thus; however, the moisture damage on the j6/pcba 1 connector was too corroded and was disconnected completely from the pcba 1. Unable to downloaded history files and traces due to moisture damage on the electronic assembly. Pump was cut open to perform visual inspection and found a corroded home switch, corroded da1 chip and da2 chip on the pcba 1, a corroded u1 chip on the keypad assembly and moisture damage on pcba 1, pcba 2, motor, force sensor, and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Blank display was not observed during analysis. Blank display not confirmed. Pump error 63 was found during boot up. Unable to verify pump error 63 variable number due to moisture damage on the electronic assembly. Unable to download confirmed due to moisture damage on the electronic assembly and motor assembly. Unspecified cosmetic damage confirmed during analysis. Unresponsive keypad confirmed due to moisture damage on da1 chip, da2 chip, and the keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.